Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via email that an ar-13991n scorpion needle tip broke. This occurred during a procedure, with no patient effect reported. Additional information requested. Additional information provided on 10/05/2021. Procedure being performed: rotator cuff. How did device break: breaks in passage of anchor suture in rotator cuff repair attachment being used: ar-13991n. Did device break in patient: yes. Were the fragments removed: yes . How was the case completed: another input with a different batch was opened not seeking action.